Manufacturer narrative:
H3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent pain and revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. D10: ps tibial inserts sz 4, 22mm - cn: 204-24-22 / sn: (B)(6). H7: z-0019-2022.

Manufacturer narrative:
Pending evaluation.

Event description:
As reported, on or approximately in (B)(6) 2010, the patient underwent a bilateral knee arthroplasty and patellofemoral arthroplasty, arthrotomy, menisectomy lateral patella release that was an optetrak device. On or approximately in (B)(6) 2011, the patient underwent a revision of the left knee patella. (Reported under 1038671-2022-00877.) On or approximately in september 2015, the patient underwent a complete left knee replacement surgery with removal of all prior knee components and was implanted with a total replacement exactech optetrak device. The post-operative diagnosis noted that the exactech optetrak device component of the patella failed. (Reported under 1038671-2022-00878.) The patient developed severe pain in his left knee and underwent complete left knee replacement surgery with removal of all prior knee components on approximately (B)(6) 2017.